Manufacturer narrative:
Conclusion code 92 no longer applies and instead conclusion code 67 applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, lot# 0209470893, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type catheter. (B)(6).

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received lioresal (2000mcg/ml, 647mcg/day) in an implantable pump for an unknown indication for use. The patient had a medical history of multiple sclerosis. Concomitant medications were unable to be obtained. The patient was implanted on (B)(6) 2016 and experienced a slight improvement of spasticity during follow-up visits. In (B)(6) 2017, the patient experienced increase spasticity. On (B)(6) 2017, a 50mcg bolus was administered via the pump with no clinical result. A catheter dye study was scheduled for (B)(6) 2017. Catheter access port (cap) aspiration did not return any fluid. The patient was admitted for catheter revision on (B)(6) 2017. The catheter was replaced on (B)(6) 2017. The catheter was found to be coiled around the pump. No catheter was in the intrathecal space. The surgeon indicated they had not used an anchor during the initial implant. There were no known environmental/external/patient factors that may have led or contributed to the issue. The catheter was discarded by the hcp and would not be returned. The issue was considered resolved. The patient was reportedly fine. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.